Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. An analysis of the customer provided image confirmed that the anchor had fractured. Small pieces that had been removed were shown, and the distal part of the anchor was shown as secured in the patient in an x-ray. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of the drawing found the anchors must be provided without any burrs, cracks, or contamination. A certification of compliance or evidence of conformance to material and process specifications is required. The undated, unlabeled customer provided photos confirm distal part of the anchor was shown as secured in the patient¿s distal tibia. However, without the requested clinical information or the device the root cause of the device breakage cannot be determined. It is unclear if the instructions for use was adhered to; however, it does caution, ¿breakage of suture anchor can occur if predrilling is not performed prior to implantation.¿ the implantable broken anchor with suture is retained in the patient¿s bone, therefore, micro-motion and/or migration is unlikely. Based on the information provided, the procedure completed with less than or equal to 30 minutes delay using a back-up device in an additional bone hole. Since no patient injury or other complications were reported, no further clinical/medical assessment is warranted at this time. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force, off-axis insertion, or improper preparation of the insertion site. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a ligament fixation, internal to the patient, the twinfix anchor was broken. The anchor proximal part with suture remain in the patient. Other pieces were removed by tweezers. The procedure was completed without significant delay using a back-up device in an additional bone hole. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.